Event description:
It was reported that an error message was observed on the patient's radiofrequency (rf) transmitter during at home monitoring of the implantable cardioverter defibrillator (ICD). The rf transmitter was replaced but the same issue occurred. The patient's implantable cardioverter defibrillator (ICD) could not communicate via rf telemetry with a programmer. An issue with rf transmission on the patient's ICD was suspected.the antenna on the ICD device itself was suspected to be malfunctioning.the patient was to continue monitoring in clinc with an inductive wand. There were no adverse consequences to the patient.

Event description:
New information received notes analysis of the data indicated a radiofrequency (rf) telemetry internal error. A firmware dowload was completed and rf telemetry was successfully restored.